Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual analysis of the returned sample revealed that single-inner setscrew component threads were both stripped/cross-threaded and slightly deformed. The dimensional inspection was not performed due to the post-manufacturing damage. The complete functional test cannot be performed as all mating devices were not returned and components in the received device were damaged. The observed deformed condition of the single-inner setscrew component in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the single-inner setscrew. While no definitive root cause could be determined, it is probable that the single-inner setscrew experienced unintended forces that caused the failure. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: nkb, kwq, mnh, mni, and osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a posterior spinal fusion, ranging thoracic-lumbar-pelvic areas, for treatment of adult spinal deformity (asd) the setscrew became cross threaded. Connectors were applied between l4-s1. When the setscrew was inserted into the top notch universal connector, the setscrew became cross-threaded. The procedure was completed without surgical delay. An x-ray was taken and it was confirmed that no fragments remained in the patient. The patient was stable. This report involves one (1) expedium spine system single inner set screw 5.5. This is report 1 of 1 for (B)(4).